Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced to the right atrium (ra), and thrombus was noted on the guide wire and defibrillation lead. The sgc and guide wire were removed, and thrombus was removed with the guide wire. An inferior vena cava (ivc) filter was placed and the procedure was discontinued. The patient will be anti-coagulated for 3 months and re-evaluated on a later date. The patient was confirmed to be stable post procedure. No additional information was provided.